Event description:
Per the clinic, the patient underwent a skin flap thinning surgery on (B)(6) 2024, due to poor magnet retention. The implanted device remains.

Event description:
Per the clinic, the patient was treated with steroid injection (date and duration not reported) in order to reduce the tissue over the coil site.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6)2024 in order to undergo skin flap thinning surgery.